Event description:
It was reported that noise was observed from the right atrial (ra) and right ventricular (rv) lead, resulting an inappropriate brady pacing rate. The patient is not dependent and did not suffer any consequences regarding the event. Boston scientific technical services were contacted and recommended performing in-clinic isometrics to exclude lead impairment. No further information is available regarding the rv and ra manufacturer.